Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable pump won't run alarm. It was reported that the alarm was silenced, and settings were verified along with medication label. The pump was subsequently turned off and on, but the alarm continued. The reporter noted that the pump was turned off again, line was clamped, and cassette was removed, no air bubbles were noted. Tubing in cassette was massaged and then cassette reattached; line was unclamped, and pump was turned back on and pump was restarted but alarm continued. No patient consequences were reported. No adverse effects were reported.